Event description:
It was reported that after approximately 22 years in service, this right ventricular (rv) lead recorded noise, which was oversensed, resulting in inappropriate shocks. Tachy therapy was turned off, and subsequently this lead was capped and surgically abandoned. A new lead was successfully implanted. No adverse patient effects were reported.